Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 200 mg/dl at the time of the incident, blood glucose was 400 mg/dl. The customer reported no delivery alarm and bent cannula. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.